Event description:
It was reported while using bd blunt fill and blunt filter needle the plunger was damaged. There was no report of patient impact. The following information was provided by the initial reporter: did discover that one of the plungers had a visible defect

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jun-2023. H6: investigation summary: one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the syringe stopper was slightly warped. The photo displayed the stopper was jammed and insecure in assembled syringe. Potential root cause for the jammed/insecure stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd blunt fill and blunt filter needle the plunger was damaged. There was no report of patient impact. The following information was provided by the initial reporter: did discover that one of the plungers had a visible defect.